Event description:
The surgeon was ready to resect and staple the colon for the colostomy. She set the setting for depth on the stapler device. The reload was seated into position on the stapler. The surgeon proceeded to position the stapler on the section of colon to be resected. The stapler lever was closed and the resident attempted to advance the knob. The knob would not budge up or down. The surgeon then attempted to move the knob and the stapler would not fire. Another stapler device was opened and a new reload was inserted. The surgeon positioned the device for firing. She attempted to move the knob and still no movement. The surgeon had the nurse give her the old 100 linear stapler to complete the resection and finish the case.manufacturer response for stapler, surgical, linear cutter, selectable (per site reporter): representative will pickup and send back to company for examination.manufacturer response for stapler,surgical, linear cutter, selectable (per site reporter): representative will pick up to return to their facility for examination.manufacturer response for stapler reload, surgical, selectable (per site reporter):representative will pickup and send to their facility for further examination.manufacturer response for stapler reload, surgical, selectable (per site reporter):representative will pick up and send back to facility for further analyzing.